Manufacturer narrative:
One device was returned for evaluation. Visual inspection found that the left plunger case was broken. A review of the event history log found that there was a motor rate error. Functional testing involved an occlusion test and found that the motor rate error was replicated. It was identified that there was contamination on the main board due to fluid ingression. Based on the evidence, the root cause was attributed to a user issue.

Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. The error was found during planned maintenance. There was no patient involvement.